Manufacturer narrative:
Zoll medical corp has not rec'd the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.